Manufacturer narrative:
Patient identifier: entire ID is (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a false elevated architect magnesium of 7.7 meq/l that repeated 1.4 meq/l when processing on the architect c8000. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The abbott field service representative (fsr) performed extensive troubleshooting and ultimately resolved the issue by rebuilding the sample and reagent syringes. There were no additional discrepant magnesium results reported on the architect c8000 serial (B)(4) after the syringes were rebuilt. The instrument service history review showed there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trends for the replaced part was identified. The calculated erratic rates for architect systems were all below the upper control limit and no adverse trends were identified for the complaint issue. Device history review showed no non-conformance for the part associated with the complaint. Labeling was found to be adequate for the complaint issue. No product deficiency was identified.